Event description:
It was reported that the patient's device was seen with high impedance shortly after generator replacement.. It was later reported by the patient that they had experienced dyspnea associated with stimulation after this battery replacement as well. This battery replacement and averse events associated with this is captured in MFR. Report # 1644487-2024-01171. The patient's lead was replaced, and the high impedance had been resolved. An x-ray of the suspect product with a different generator was provided. The x-ray of this lead (prior to the date of the event) showed no anomalies on the lead. No other relevant information has been received to date. The suspect product has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5: describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
The patient also reported shocking associated with the generator and lead combination specified for the suspect product in this report (after battery replacement captured in MFR rep #: 1644487-2024-01171). Later the physician reports that no trauma had occurred to the generator site after the generator replacement (generator replacement captured in MFR rep #: 1644487-2024-01171). It is unknown if the lead (suspect product in this file) is available for return. No other relevant information has been received to date.

Manufacturer narrative:
H6. Health effect - clinical code; corrected information; follow up report #1 inadvertently omitted coding.

Event description:
It was reported by the representative at the surgery that the lead was not returned as the lead was cut up into many pieces during the revision procedure. The lead device and generator were discarded as a result. No other relevant information has been received to date.